Event description:
It was reported that the right atrial lead exhibited high capture thresholds. The thresholds were trending upwards since the patient had an aortic valve repair procedure performed. The patient was asymptomatic to the event. The lead was capped and replaced during routine device change out procedure. The patient¿s condition was stable during and post procedure.